Event description:
It is reported that the tip snapped off - the remaining broken piece was removed with a vice grip and disposed of by the hospital. No remaining part of this instrument was left in the patient - no harm came to the patient.

Event description:
On (B)(6) 2010, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the lancet does not fully penetrate the skin on the patient's onetouch lancing device (mini lancer). The complaint was classified based on the customer care advocate (cca) documentation. The reporter did not specify the time and/ or date when the alleged issue began. The reporter advised the cca the patient manages her diabetes with lantus and aspart insulin (amounts not specified). The reporter stated the patient continued to take her usual dose of medications. About a month ago prior to contacting lfs and after the alleged issue began, the reporter claimed the patient felt symptoms of low glucose prompting emergency medical services (ems) to be contacted. The reporter stated ems took the patient to the hospital where she was given glucose as treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject lancing device. A replacement lancing device was sent to the patient. This complaint is being reported because a reporter claims the patient was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/21/2010. The lay user/patient's lancing device has been returned and evaluated by lifescan product analysis with the following findings: the lancing device involved in this case has passed all testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.